Event description:
"Heat generation during the operation" was stated on the repair order.on follow up with the foreign distributor, it was reported that due to heat generation during the surgury, the surgeon had to wrap the motor and attachment with linen.